Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No product failure.

Event description:
It was reported that a patient had undergone a t7 corpectomy with t5-t9 posterior spinal fusion and fixation on the morning of (B)(6) 2017. The patient was in the prone position for the entire case. The cage was implanted from the posterior. Expedium ti pedicle screws were placed bilaterally at t5, t6, t8 & t9. Two (2) 5.5mm ti rods were placed using ti expedium set screws and sfx connector was placed over the t7 corpectomy space (over the cage). When the patient was examined in post-op recovery, it was reported that she could not move her lower extremities. A routine computerized tomography (CT) scan showed the right t5 pedicle screw was on the medial border of the pedicle and possibly touching the spinal cord. She was taken back to surgery that same day. It was reported that a device malfunction occurred during the revision. (B)(4) will address the revision, while this complaint ((B)(4)) will address the adverse event of unable to move lower extremities and the right t5 pedicle screw was on medial border of the pedicle and possibly touching the spinal cord, post-operatively. Concomitant device reported: expanding cage (part # 04.807.123, lot # 04.807.123, quantity one (1)) this complaint involves one (1) part.